Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal stiff snare was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the 13mm captivator snare was not cutting the target polyp. The technician reported they had to use cautery which they really should not have had to due to the snare not cutting. The physician was worried about increased risk of post polypectomy bleeding. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine and stable.